Manufacturer narrative:
Initial and final MDR 1876142- MDR 3003442380-2024-05028- device 1 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported by the patient that two infusion set was bent due to which hyperglycemia occured within 3 hours of insertion. The blood glucose level was 258 mg/dl. Event occurred on (B)(6) 2024 and (B)(6) 2024. Infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available